Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizzy spells since six weeks post implant procedure. It was noted that the right ventricular lead exhibited an increase in capture thresholds. Chest x-ray was performed, there was no lead dislodgement noted. The patient was enrolled to remote monitoring and continued to experience dizziness. The lead was repositioned on (B)(6) 2020. The patient remained in stable condition and would continue to be monitored.